Event description:
Home pt (hp) reported a system error alarm 2240 when the pt line of homechoice set accidentally became disconnected from transfer set during treatment phase drain two out of four. There was no pt injury nor medical intervention associated with this incident per hp.